Manufacturer narrative:
B3: unknown. No information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed, the downstream occlusion (dso) seal was bubbled. Service history review identified, that this device has not been serviced within the review period. There was no applicable evidence to review in the event history log. Functional testing was able to duplicate the customer reported issue. The investigation determined, the cause of the issue is bad latch lock flex. The latch lock flex was replaced to correct reported problem. The dso seal was also replaced.

Event description:
It was reported, that the device had a cassette not locked error. Per reporter, the product fault occurred, during testing. The device issue was not related to physical damage. There was no patient involvement. And no patient harm/adverse event reported.